Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic angiogram. Reportedly, a cuff miss occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was confirmed. Analysis of the returned device also found an anterior cuff tab detachment. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurred within the last week). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.